Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the cable was weak and not turning very well. The device was not changed out. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was not verifiable. The customer called to get the part number to order a new cable. The customer reported a vendor repaired the device and scrapped the damaged components. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.